Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. Upon review, the right ventricular lead exhibited a capture anomaly. The physician capped and replaced the lead on (B)(6) 2020.

Event description:
New information received notes the physician cut the right ventricular lead with the plasma blade and elected to replace the lead due to this during procedure on (B)(6) 2020. The patient was in stable condition.